Event description:
It was reported by remote transmission the patient presented to the emergency department with complaints of chest pain, weakness and malaise. It was determined the ventricular lead impedance was high and tripped the lead alert. It was further reported that there was variable pacing impedance, along with short intervals which could indicate oversensing. The lead remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported by remote transmission the patient presented to the emergency department with complaints of chest pain, weakness and malaise. It was determined the ventricular lead impedance was high and tripped the lead alert. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual lead was not received, but we did receive performance data and have analyzed the data. High pacing impedance and oversensing noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.